Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. On 14th september, 2020, investigation of the data in the data management system (dms) shows that there was inherent lag in the sensing technology of the sensor which is expected since glycemic level in interstitial fluid detected by the system always lags behind the level in capillary blood. Investigation showed that the system eventually caught up to the blood glucose (i.e. Bg) calibration entry after a few sensor glucose (sg) readings. No malfunction was observed.

Event description:
Senseonics was made aware of an instance where the patient had an hyperglycemia event. Patient complained that eversense app did not provide any high glucose alerts due to sensor value discrepancies compared to blood glucose meter. Bgm showed 258 mg/dl where as sensor displayed 130 mg/dl.